Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable started to fray at the micro-usb end. Reportedly, fraying was due to normal wear and tear from the customer winding the cable up when not in-use. Customer was able to charge the pump. There was no reported impact to the customer's blood glucose level.